Event description:
It was reported that the ilet device¿s screen was cracked, and the user transitioned from pump therapy to injections while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included a review of the device history and complaint details with photographic evidence. Investigation of the returned device revealed physical damage to the screen consistent with external impact, with no functional impact to blood glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage to the display.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.